Event description:
The customer stated that after calibrating the new clinical chemistry creatine kinase reagent lot 52044hw00, biorad qc was low and out of range. The issue was not resolved with different lot of qc or after repeated calibration. Biorad qc lot #16360 level 1 yielded a result of 95 u/l while the mean was 137 u/l. Biorad qc lot #16360 level 2 yielded a result of 350 u/l while the mean was 493 u/l. A reagent with new lot # 53063hw00 yielded quality control results within range. There was no impact to patient management reported.

Manufacturer narrative:
An investigation has determined that some cartridges with ck lot # 52044hw00, expiration october 19, 2007, may cause decreased qc and / or patient results, increased imprecision, and error code 1054 (unable to calculate result, reaction check failure) when a cartridge is initially placed into use on the architect csystems. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.